Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a downward glucose trend and low glucose readings shortly after starting ilet therapy, including an urgent low alert and confirmed capillary glucose of 68 mg/dl, with lows lasting about 5 minutes; the event occurred during the initial learning period and after multiple meal announcements within a few hours. Symptoms included dizziness. Outcomes included self-treatment with oral glucose tablets and recovery to in-range values without assistance or medical intervention. Investigation included telephone troubleshooting and education on early-use learning behavior, meal announcement guidance, and following the healthcare provider¿s action plan. Investigation of this case revealed no device malfunction and suggested hypoglycemia of unclear cause, potentially related to early algorithm adaptation and closely spaced meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device failure and confounding user and physiological factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.